Manufacturer narrative:
Removal number: fa-2021-056. The device was received for evaluation. The event history log review was completed and the customer reported problem of under-infusion could not be confirmed through the event history log. An infusion on the reported event date was recorded but no abnormalities could be confirmed. Additionally, the problem was unable to be reproduced during evaluation. Evaluation inspected the device per the flow accuracy testing and found the device within specifications. Based on the results of the sample analysis, the reported problem was not due to device malfunction of the spectrum infusion pump; however, it cannot be definitively confirmed if use error caused or contributed to the event. No additional information is available.

Event description:
It was reported that a spectrum iq pump under infused during heparin therapy at the surgical intensive care unit. Per customer the device was programmed to infuse over 5 hours, however after 5 hours it was noted the bag had a large amount of volume left. It was noted there was no upstream occlusion alarm, no issues with the tubing and had easy access to flush. Patient became therapeutic within 2 hours of medication on new pump. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2022-02885. All information can be found under that manufacturer report number 1314492-2022-02885. Should additional relevant information become available, a supplemental report will be submitted.